Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed under-sensing exhibited by the implantable cardioverter defibrillator. Under-sensing was noted to cause a slight delay in ventricular fibrillation detection. However, high voltage therapy was successfully delivered. There were no patient consequences.